Event description:
It was reported that, "pt needed screw removal and construct revision due to a non-union and a broken pedicle screw."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.